Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition a complaint history review was completed, there were no complaints found to be related to the reportable event. A review of the device labeling was completed. Corneal edema and vision loss are identified in the labeling as a known inherent risk of intraocular surgery. There are numerous factors that could contribute to the reported event of corneal edema causing decreased vision. It is likely attributable to the iris prolapse due to the intraoperative floppy iris syndrome. In an abundance of caution a report is being filed. It is expected that the patient would continue their preoperative glaucoma medication as the istent was not implanted. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
The surgeon initially reported that he was unable to implant the trabecular micro-bypass stent in the patient's right eye due to patient anatomy. The procedure was aborted. Clinical follow-up was requested and the surgeon provided the following additional details: the surgeon was unable to implant the trabecular micro-bypass stent due to iris prolapse at wound due to intraoperative floppy iris syndrome (ifis). The patient's current status and prognosis is "iop well controlled on pre-operative glaucoma drops. Vision, which is decreased due to corneal edema is gradually improving." Additional information will be requested.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested and on 03/07/2018 the surgeon provided the following details: the surgeon reported that the event was definitely related to the use of the device. The corneal edema did not require medical or surgical intervention. The patient's current status and prognosis is improved with good vision and iop are expected long term. The event has resolved.